Event description:
It was reported that for the ¿last couple of days,¿ the patient had not been able to feel when they had to use the bathroom. They had also not felt stimulation for the last couple of days. A loss of therapeutic effect was noted. Using the programmer, it showed that the implantable neurostimulator was off. The patient saw the ¿poor communication¿ screen. After a few attempts, the patient felt a ¿jolt¿ in their back, which they haven¿t felt before. The ¿jolt¿ was described as a stimulation pain, which they had not felt in ages. Stimulation was decreased from 8.0v to 7.9v. It was noted the patient saw their healthcare provider (hcp) in (B)(6) 2013 as they were having ¿problems¿ with therapy. The hcp reportedly thought the patient was on the program that it was set for, for too long. The hcp changed the patient¿s program and things were a lot better up until a few days prior. The night prior to the call, the patient ¿went on the device¿ and could not feel anything and thought they were doing things wrong. The patient now felt the tingling, whereas they didn¿t ¿really¿ feel the tingling all the time. A little more than two weeks later, it was stated the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3889-28, lot# va0875w, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.